Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. X-rays were taken intra-operatively because of complained event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device was produced and distributed in november 2012. The shaft is broken between the coupling end and the crimped conjunction. The shaft is slightly bent and shows wear and tear marks and striations on the entire instrument. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. Based on the available information that the failure of the instrument was due to dynamic bending and torsional loads, which finally led to overload and material fatigue. The complaint relevant dimensions were checked as far as possible and found to be within specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during the reaming of the intramedullary canal, the flexible reamer shaft of our synthes reamer (synream) broke off. The surgeons started by identifying the entry point and opening the medullary canal in order to ream the canal prior to nail insertion. When they started reaming with the front cutting reamer head size 8.5mm, the surgeons noticed that the reamer seems not to be moving. Upon inspection through the c-arm, it was found that the shaft was broken. The surgeons managed to remove the broken end from the canal; there was a 5-10 minutes delayed in surgical time. They proceeded with the case as usual. No patient harm, patient was stable during the surgery. This report is 1 of 1 for (B)(4).